Manufacturer narrative:
Review of the data showed that the sample alleged generated CT values indicating that the sample is below the limit of detection (lod) of the test. The sample was confirmed positive by the liat twice with two delayed CT values. The sample was then tested using three different methods where the sample resulted negative. Note that the differences in sensitivity and technologies might have played a role in the discrepancy observed. A product problem was not identified as the test is performing as expected. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in poland reported false positive sara-cov-2 results when using the cobas sars-cov-2 and influenza a/b test for use on the cobas liat. The sample was tested twice using liat analyzer m1-e-18197 and it generated positive results with a CT of 37.4 and 36.2. The CT values generated were delayed and indicative of samples below the limit of detection (lod) of the test. The sample was retested and generated negative results on competitor tests diagtest sars cov-2 real-time rt-pcr, maccura sars cov-2 fluorescent pcr, genefinder covid-19 plus real amp kit. The sample was collected using a nasopharyngeal swab with medium copan utm 305c. There was no harm alleged. Review of the data showed that the sample alleged generated CT values indicating that the sample is below the limit of detection (lod) of the test. The sample was confirmed positive by the liat twice with two delayed CT values. The sample was then tested using three different methods where the sample resulted negative. Note that the differences in sensitivity and technologies might have played a role in the discrepancy observed. A product problem was not identified as the test is performing as expected.